Event description:
The catheter fractured and separated during removal and then, interventional radiology was called in to the operating room to help remove the broken piece. Manufacturer response for tunneled cvc bard powerline double 5fr, (brand not provided) (per site reporter): we contacted the local rep and he is working with the company to file a report.